Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / mild pelvic pain") and genital haemorrhage ("persistent bleeding") in a 32-year-old female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2006, (B)(6) 1996), vaginal delivery (2), pap smear abnormal and d & c. Previously administered products included for birth control: depo from 1996 to 2003. Past adverse reactions to the above products included pregnancy with depo. Concurrent conditions included overweight, polymenorrhoea, uterine fibroid, pelvic adhesions and anesthesia. Concomitant products included colecalciferol (vitamin d). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches / severe headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the pelvic pain and migraine had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, headache, vaginal discharge and weight increased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight: 167 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. (B)(6) 2017 : surgical pathology report : gross examination: specimen 1 is received in formalin labelled with the patient's name, medical record number, and "bilateral fallopian tubes" it consists of 2 purple gray tubular tissue segments each averaging 6 cm in length and 1,2 cm in diameter with a well formed fimbriated end. One segment has a paratubal cyst, 1 cm in maximum dimension. Both tube, contain silver coiled metal, grossly consistent with essure devices. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain(confirming pelvic pain), dysmenorrhoea(confirming dysmenorrhagia), menorrhagia(confirming menorrhagia)" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / mild pelvic pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) year-old female patient who had essure (batch no. 629142) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2006, (B)(6) 1996), vaginal delivery (2), pap smear abnormal and d & c. Previously administered products included for birth control: depo from 1996 to 2003. Past adverse reactions to the above products included pregnancy with depo. Concurrent conditions included overweight, polymenorrhoea, fibroids, pelvic adhesions and anesthesia. Concomitant products included colecalciferol (vitamin d). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). In 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines") and headache ("headaches / severe headaches"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent bilateral salpingectomy on (B)(6) 2017.). Essure was removed on (B)(6) 2017. In (B)(6) 2016, the pelvic pain and migraine had resolved. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, headache, vaginal discharge and weight increased outcome was unknown. The reporter considered alopecia, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.2 kg/sqm. (B)(6) 2017 : surgical pathology report : gross examination: specimen 1 is received in formalin labelled with the patient's name, medical record number, and "bilateral fallopian tubes" it consists of 2 purple gray tubular tissue segments each averaging 6 cm in length and 1,2 cm in diameter with a well formed fimbriated end. One segment has a paratubal cyst, 1 cm in maximum dimension. Both tube, contain silver coiled metal, grossly consistent with essure devices. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: pelvic pain(confirming pelvic pain), dysmenorrhoea(confirming dysmenorrhagia), menorrhagia(confirming menorrhagia)" most recent follow-up information incorporated above includes: on 8-feb-2018: events- "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), hair loss, migraines, headaches / severe headaches, vaginal discharge, weight gain, she did not undergo essure confirmation test", reporter, lot number, historical condition added from pfs. Historical and concomitant condition, concomitant drug, lab data added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("persistent bleeding") in a female patient who had essure inserted. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.